Event description:
Member brought in preza charger and the usb cord and the charger port was melted. Charger overheated while plugged directly into the wall outlet. Member smelt smoke, but no harm was done to the member and no complaint about the members hearing aids. No contact with an authorized medical practitioner. Original device assessories were used.

Manufacturer narrative:
The current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. Device manufactured accepted to specifications, all inspections passed and no deviations/changes implemented during the production. Further investigations pending.

Manufacturer narrative:
The current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. Device manufactured accepted to specifications, all inspections passed and no deviations/changes implemented during the production. Further investigations pending. On 23-sep-2022: correction to contact information of initial reporter done. Added manufacturing date of device. Updated code for ''type of investigations'' in h6. Result of trended analysis pending. Manufacturer's ref# (B)(4).

Event description:
Member brought in preza charger and the usb cord and the charger port was melted. Charger overheated while plugged directly into the wall outlet. Member smelt smoke, but no harm was done to the member and no complaint about the members hearing aids. No contact with an authorized medical practitioner. Original device accessories were used.

Event description:
Member brought in preza charger and the usb cord and the charger port was melted. On unknown date (approximation 01-jul-2022), charger overheated while plugged directly into the wall outlet. Member smelt smoke, but no harm was done to the member and no complaint about the members hearing aids. No contact with an authorized medical practitioner. Original device accessories were used. No further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4): the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. Device manufactured accepted to specifications, all inspections passed and no deviations/changes implemented during the production. Further investigations pending. 23-sep-2022: correction to contact information of initial reporter done. Added manufacturing date of device. Updated code for ''type of investigations'' in h6. Result of trended analysis pending. Manufacturer's ref# (B)(4). 14-oct-2022: technical investigation concluded: a device history register has been reviewed. No deviation or changes were found during manufacturing of the device. Trended case results: the charger has been returned, because the micro-usb interface has broken down, causing the device to become hot. The charger and cable show visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: risk register will be updated to include warning/caution to the users. Based on the information the case is still considered reportable as the malfunction did lead to, or might led to, death or a serious injury. Manufacturer's investigation is final.